Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported inability to remove could not be replicated in a testing environment as it resulted from procedure circumstance. The reported foot retraction problem could not be confirmed as the foot functioned as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties appear to be related to attempt to close the foot prior to removing the plunger and needles from the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after percutaneous transluminal angioplasty. Reportedly, a cuff miss was noted. Another proglide device was used and the proglide foot would not retract after the suture was deployed. Multiple attempts were made to close the proglide foot. A surgical cutdown under general anesthesia was performed to remove the proglide device and to achieve hemostasis. During the cutdown, plaque was observed that the physician suspects was caught in the foot. There was no reported adverse patient sequela. There was a one hour clinically significant delay in the procedure. No additional information was provided.